Event description:
During the zephyr ebv implantation procedure, the subject valve was properly placed. After deployment it was then "clearly visible that the valve had its membrane, protector, and retainer, but was missing the valve portion itself." The ebv was removed, and visually confirmed that the valve portion was missing. The procedure continued with a new valve.